Manufacturer narrative:
(B)(4) currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. .

Event description:
It was reported that the insulin pump error alarm. Customer cannot recall their blood glucose reading. The alarm reoccurred. Troubleshooting was not completed. Insulin pump will be returning for analysis.

Manufacturer narrative:
Device received with missing segments or partial display due to moisture damage on the electronic assembly. Unable to confirm drive count or time values or changes incorrect for moving or coasting error and perform the displacement test and self test due to missing segments or partial display.